Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the control printed circuit board has been pointed as defective. The replaced part was not returned for investigation. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.